Event description:
As reported by the open study contact, the stent did not deploy after partial deployment. The device was easily removed from the patient. No ae occurred. The target lesion was located in the mid to distal right superficial femoral artery (sfa). The vessel was heavily calcified with a stenosis rate of 100%. The vessel was tortuous. The patient met all criteria for study enrollment. Access site was the left common femoral artery and a retrograde puncture was made. For the procedure, a smartflex stent was opened. There were no damages or anomalies noted to the device or packaging prior to use. The instructions for use (IFU) were available, reviewed by and read to physician during the procedure. Another study physician came in, scrubbed, discussed, checked and confirmed technique as well. The device was used as protocol. Despite excellent sheath position with a non-cordis sheath, there was extreme difficulty passing the equipment through the mid to distal sfa. After re-cannulating the vessel with a stiff angled glide wire utilizing an aqua catheter for additional support, the area was ballooned with multiple prolonged inflations (5 mm balloon). Suboptimal results from pta, so we they moved on to stenting. As a part of the open trial, a study smart flex stent was attempted to be deployed in the mid to distal sfa. After great difficulty positioning the stent due to friction in the system (presumably relating to tortuosity and calcification more proximally), the self-expanding stent was partially deployed. At this point, the stent deployment system became detached and the stent was unable to be deployed. The sds did not pass through a previously placed stent. The borst valve was loosened. The outer sheath was retracted. Deployment attempted while holding pusher tube without success. The outer sheath would not pull back and release the stent.

Manufacturer narrative:
(B)(4). Correction: please note that the lot # provided for the concomitant device of the powerflex pro for post-dilation (5x220) was provided incorrectly. The lot # provided (lot # 15766958) is the lot for the powerflex pro used for pre-dilation, powerflex pro 4x100. Complaint conclusion: during a peripheral angioplasty and stenting procedure, the physician experienced difficulty when attempting to deploy a flexstent in the lesion. The device (along with its stent) was removed and the procedure completed with two smart stents. There was no reported patient injury. The event involved an (B)(6) year old male patient with a past medical history of myocardial infarction, hyperlipidemia, hypertension, congestion heart failure, arthritis, neuropathy, bilateral peripheral vascular disease (pvd), coronary artery disease, renal insufficiency, previous smoking, non-insulin dependent diabetes mellitus, chronic obstructive pulmonary disease, benign prostatic hypertrophy, macular degeneration and back pain. The patient developed severe claudication symptoms associated with his pvd and underwent angioplasty and stenting of a lesion in his mid to distal right superficial femoral artery (sfa). The lesion was described as 100% stenosed, chronically occluded, tortuous and heavily calcified. The procedure was successfully completed with no reported patient injury. Access was obtained in the left common femoral artery with a non-cordis sheath and a guidewire was advanced via retrograde approach past the lesion. A 4 x 100 mm powerflex pro balloon was then advanced. The physician reported that difficulty was experienced while advancing this catheter to the lesion and while crossing the lesion. The lesion was crossed and ballooned several times. Angiogram revealed a sub-optimal result and a decision was made to stent the lesion. A 5 x 200mm flexstent was opened and inspected. No anomalies were found on the packaging or stent system. The site reported that the device was handled according to the product IFU. The physician experienced resistance when advancing the delivery system through the guide catheter and while advancing towards the target vessel. The site reported that excessive force was used during attempts to track the device to the lesion. Once the stent was positioned in the target lesion, the physician loosened the borst valve and attempted to pull the outer sheath back but was unsuccessful and this resulted in only partial deployment of the stent. The site reported that the stent deployment system had ¿become detached¿ and the stent couldn¿t be deployed. Attempts to clarify this information have been unsuccessful. The physician confirmed that the delivery system had been held flat and straight outside the patient. It appears that the flexstent instructions for use were available and were reviewed by and read to the interventionalist during the procedure. In addition, a second physician scrubbed in and confirmed deployment technique with the interventionalist. The physician stated that the catheter was not kinked during the procedure. The catheter was then removed along with its¿ stent. The site reported that the delivery system did not have to do through any acute bends while being retracted. The device was returned with its¿ un-mounted stent. It was noted that the catheter was kinked. It was flushed, decontaminated and sent for further analysis. A picture of the device was provided and this confirmed the kinked catheter. No catheter separation was seen in this picture. Two smart stent systems (two 6 x 150mm) were then opened and inspected. No anomalies were noted and the devices were handled per the product IFU. Difficulty was experienced in advancing both of these systems to the target lesion. During these maneuvers the guidewire was inadvertently pulled back and had to be re-positioned. The stents were then post-dilated multiple times with a 5 x 220mm powerflex pro balloon. A review of the angiogram revealed that the very distal 2-4mm of the stent was not fully deployed but was compressed against the lateral vessel wall. The physician attributed this to the guidewire having gone through the deployed stent struts during re-positioning. Despite this, distal flow through the vessel and vessel patency were reported to be excellent. Given the difficulty advancing all devices to the target lesion and the good angiographic result, the physician opted to terminate the procedure at this point. The final angiogram revealed a (B)(4) residual stenosis in the proximal sfa and in the distal sfa. There was a short area of (B)(4) residual stenosis in the mid sfa despite aggressive post-dilation. In addition, no perforations , dissections or acute closures were noted at the end of the case. The patient was discharged home later that day. One non sterile 5mm x 200mm flexstent clinical was received coiled inside of a plastic bag. The inner member presented a separation at 20cm from the distal end. The outer sheath presented a kinked condition at 35cm from the hub. The stent presented no visual damage. No other anomalies were observed on the received unit. Additional information: on (B)(6) 2014 was received a picture from the specialist, showing that the inner member of the device was not separated during the costumer procedure. The inner member was observed under a microscope and the separation was confirmed. The device was sent to sem analysis. Sem results showed that the inner member surface presented evidence of elongation at the surroundings areas of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. The functional analysis could not be performed due to the product received condition (kinked, separated and the stent deployed). Device history record review of finished good lot 1403804, bmt reviewed the system traveler bmt-(B)(4) and the associated subassemblies and stent travelers. All the required inspections were performed within each traveler guidelines and the testing results complied with the specifications provided. The travelers did not indicate deviations or unusual findings. Since no deviations or unusual findings were identified, no corrective/preventative actions are required. From this DHR review, bmt concludes that the subassembly systems provided to flexstent for final finished good lot 1403804 were manufactured in accordance with bmt's quality requirements and customer's specifications. The failure reported by the customer as stent delivery system (sds) ¿ deployment difficulty-partial deployment was not confirmed due to the stent was received deployed and the functional test could not be performed. The failure reported by the customer as guidewire lumen (inner shaft) - separated was confirmed due to the product was received separated. However as per information received by the specialist (picture) the separation did not occur during the patient procedure. The exact cause of this failure could not be conclusively determined. However it might be occur during the shipping to (B)(6). The failure reported by the customer as stent delivery system (sds) - tracking difficulty and resistance/friction-outer sheath on the patient vessels could not be correctly evaluated due to the nature of the complaint. The root cause of the events experienced by the costumer as well of the kinked observed during the analysis could not be conclusively determined. Procedural/handling factors appear to have impacted on the events experienced by the customer. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time. The powerflex pro and smart stent instructions for use (IFU) both warn users that when resistance is met during manipulation, they are to determine the cause of the resistance prior to proceeding and that these devices should only be used by physicians trained and experienced in diagnostic and interventional vascular techniques. The flexstent IFU also includes instructions that states that device advancement should not be forced and that resistance may cause damage to stent or lumen. This IFU further indicates that the system and stent should be removed if resistance is felt during initial retraction of the outer deployment sheath. Based on the information available for review, there are vessel characteristics (100% chronically occluded, tortuous and heavily calcified lesion) that may have contributed to the reported difficulties in advancing the devices to the lesion. In addition, there are procedural factors (excessive force used) that may have contributed to the deployment difficulty and the inner shaft separation reported for the flexstent. Lastly, there are vessel characteristics ((B)(4) chronically occluded, tortuous and heavily calcified lesion) and procedural factors (guidewire repositioned within the struts of the deployed stent) that may have contributed to the crushing of the smart stent against the vessel wall. Without the return of the powerflex pro balloons and smart stents, the reported customer complaints of tracking difficulty could not be confirmed. Analysis of the returned flexstent device confirmed the inner lumen separation but could not confirm the deployment difficulty due to an inability to perform functional testing. The cause of these failures could not be determined. Based on the device history records of the provided lot numbers, there is no indication that these events were related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This is one of two product issues involved with this patient and the associated manufacturer report numbers are 3006982370-2014-05022 and 9616099-2014-00525. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Additional information: as reported by the physician, the deployment portion of the device became "uncoupled" such that the stent could not be deployed. Nothing was left in the patient¿s body or broke off the system per se. The device was being manipulated forcefully during positioning and attempted deployment. There was a tremendous amount of friction due to tortuosity and calcification of the vessels. However, a competitor¿s device was able to successfully navigate these difficulties and was deployed without difficulty. The device appeared intact prior to above. Product analysis:one non sterile 5mm x 200mm flexstent clinical was received coiled inside of a plastic bag. The inner member presented a separation at 20cm from the distal end. The outer sheath presented a kinked condition at 35cm from the hub. The stent presented no visual damage. No other anomalies were observed on the received unit. The inner member was observed under a microscope and the separation was confirmed. The device was sent to sem analysis. Sem results showed that the inner member surface presented evidence of elongation at the surroundings areas of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. The functional analysis could not be performed due to the product received condition (kinked, separated and the stent deployed). Device history record review of finished good lot 1403804,bmt reviewed the system traveler bmt-s32368 and the associated subassemblies and stent travelers. All the required inspections were performed within each traveler guidelines and the testing results complied with the specifications provided. The travelers did not indicate deviations or unusual findings. Since no deviations or unusual findings were identified, no corrective/preventative actions are required. From this DHR review, bmt concludes that the subassembly systems provided to flexstent for final finished good lot 1403804 were manufactured in accordance with bmt's quality requirements and customer's specifications. The failure reported by the customer as stent delivery system (sds) ¿ deployment difficulty-partial deployment was not confirmed due to the stent was received deployed and the functional test could not be performed. The failure reported by the customer as stent delivery system (sds) - resistance/friction-outer sheath on the patient vessels could not be correctly evaluated due to the nature of the complaint. The root cause of the events experienced by the costumer as well the kinked condition and the separation could not be conclusively determined. However; sem results and the event description suggest that procedural/handling factors appear to have impacted on the events experienced by the customer. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time.

Manufacturer narrative:
The device was not in an acute bend during deployment attempt and the handled was held flat and straight outside of the patient. After multiple attempts and consultation with another physician who had experience with the open trial, the system was removed (intact) and 2 overlapping non-study smart stents were then deployed with only modest difficulty. There was no patient injury. It was reported that the guidewire successfully crossed the lesion. A 4x10mm powerflex pro balloon catheter was used for pre-dilation at the lesion. It was inflated at 16 atmospheres for 15 seconds. The stent could not be deployed at the lesion. The device was not kinked/bent at any time during this procedure. There was no dissection and no ae occurred. It was reported that the outer sheath was able to be retracted and excess/unusual force was required while handling the device. The stents were post-dilated but again the balloon had great difficulty passing distal sfa. With multiple attempts the non-cordis wire was inadvertently pulled back into the stents, and then repositioned. The balloon was eventually positioned adequately and post-dilation performed. After reviewing angiogram, it appears as though the wire went through a very distal stent strut, such that the last 2-4 mm of stent was not deployed, but rather compressed against the lateral vessel wall. That being said, excellent patency and flow was achieved in the sfa and distally. Due to extreme difficulty getting any equipment down to this region, coupled with the good angiographic result, the procedure was then terminated. There was no acute vessel closure. There was no perforation. There was no dissection. Following intervention there was an improved angiographic appearance with a 20% residual stenosis in the proximal sfa and distal sfa. There was a short area of 50% residual stenosis in the mid-sfa despite aggressive post-dilation. The device has been returned for analysis; however, the engineering report is not yet available. It will be submitted within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Concomitant medications: heparin, midazolam, and fentanyl were given during the procedure. Pre-procedure medications included aspirin. Concomitant devices: 6fr destination to contra-lateral cfa sheath introducer, a glidewire (ss) angled stiff .035 x260cm, powerflex pro 4x100 for pre-dilation, two 6x150mm unknown smart stents, and powerflex pro 5 x 220mm, lot # 15766958 for post-dilation. This is one of two product issues involved with this patient and the associated manufacturer report numbers are 3006982370-2014-05022 and 9616099-2014-00525.